Event description:
The field engineer reported that the equipment had problem during initialization and could not start pts. The system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.